Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Improper graft implantation position due to the procedure: when the treo contralateral leg extension stent graft was attempted to be implanted, cannulation of the contralateral gate of a main bifurcated stent graft was unsuccessful. Therefore, the ipsilateral leg of the main bifurcated stent graft was deployed while pushing the delivery system. Cannulation of the contralateral gate of the main bifurcated stent graft was attempted again, but a guide wire was accidentally inserted into the ipsilateral gate. The contralateral leg extension stent graft was deployed at the ipsilateral gate of the main bifurcated stent graft. An ipsilateral leg extension stent graft was attempted to be deployed at the contralateral gate of the main bifurcated stent graft but was not deployed. As the devices were inserted through a dryseal sheath (14fr. Gore), the dryseal was advanced to resheath the devices, and all the devices were then withdrawn from the patient. As the contralateral leg extension stent graft was difficult to be resheathed into the delivery system, a new leg extension stent graft of the same size was used to continue the procedure. Subsequently, the procedure was successfully completed. Operation type: stent grafting. Ancillary device: dryseal (14fr, gore). Blood loss: amount is unknown. No image available. Pre-case plan available: schema attached. Additional information available upon request. (B)(4). Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Improper graft implantation position due to the procedure: when the treo contralateral leg extension stent graft was attempted to be implanted, cannulation of the contralateral gate of a main bifurcated stent graft was unsuccessful. Therefore, the ipsilateral leg of the main bifurcated stent graft was deployed while pushing the delivery system. Cannulation of the contralateral gate of the main bifurcated stent graft was attempted again, but a guide wire was accidentally inserted into the ipsilateral gate. The contralateral leg extension stent graft was deployed at the ipsilateral gate of the main bifurcated stent graft. An ipsilateral leg extension stent graft was attempted to be deployed at the contralateral gate of the main bifurcated stent graft but was not deployed. As the devices were inserted through a dryseal sheath (14fr. Gore), the dryseal was advanced to resheath the devices, and all the devices were then withdrawn from the patient. As the contralateral leg extension stent graft was difficult to be resheathed into the delivery system, a new leg extension stent graft of the same size was used to continue the procedure. Subsequently, the procedure was successfully completed. Operation type: stent grafting, ancillary device: dryseal (14fr, gore), blood loss: amount is unknown, no image available, pre-case plan available: schema attached. Additional information available upon request, (tc#(B)(4))" patient outcome: "no health damage to the patient."